Event description:
It was reported that during preparation for a pulmonary vein isolation (pvi) procedure to treat persistent atrial fibrillation a farawave pulsed field ablation catheter was selected for use. The guidewire lumen was flushed with a syringe, and it broke even though excessive force had not been used. The catheter was replaced and the procedure was completed. No patient complications were reported. It is unknown if the device will be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during preparation for a pulmonary vein isolation (pvi) procedure to treat persistent atrial fibrillation a farawave pulsed field ablation catheter was selected for use. The guidewire lumen was flushed with a syringe, and it broke even though excessive force had not been used. The catheter was replaced, and the procedure was completed. No patient complications were reported. It is unknown if the device will be returned for analysis. It was further reported that the tip of the syringe broke off and was stuck in and occluded the guidewire lumen. This event was not related to a malfunction of the farawave catheter.

Manufacturer narrative:
Additional information and updates added to b5: describe event or problem, d: suspect medical device. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.